Event description:
Catheter perforated proximal section of the fallopian tube during a falloposcopy procedure. This is an anticipated adverse event as indicated in the product labeling. The adverse event is marked "other" because it is unknown as to whether the adverse event results in permanent impairment of body function or permanent damage to body structure.